Event description:
During (B)(6) 2012, hospitalization for new onset atrial fibrillation, a pericardial effusion was found on an echocardiogram and was possibly related to recent ICD/pacer implant. Pericardiocentesis was performed. There was a right ventricular laceration due to a complicated procedure. Subject urgently taken to operating room for successful sternotomy to repair right ventricle injury. Follow up echocardiograms showed improvement in pericardial effusion and no evidence of cardiac tamponade. Subject d/c'd on (B)(6) 2012 in stable condition.